Event description:
It was reported that the device was used during a bowel procedure. The device packaging was opened and unsterile. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.